Event description:
During servicing of the device for a reported symptom of artifact, the philips field service engineer identified a power cycling issue. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). During servicing of the device for a reported symptom of artifact the philips field service engineer identified a power cycling issue. There was no reported pt involvement. The fse was unable to duplicate the artifact symptom due to the presence of power cycling. The processor pca was replaced to resolve the symptoms. After passing all testing the device was returned to service.